Event description:
It was reported that the user experienced an urgent low glucose event with a sensor-reported value of 39 mg/dl while using the ilet system, during which the user noted lightheadedness and sweating; the user treated with oral carbohydrates (apple juice and honey) and reported symptom resolution despite continued sensor low alerts attributed to a documented sensor error. Symptoms included neuroglycopenic and autonomic signs consistent with hypoglycemia. Outcomes included transient hypoglycemia without hospitalization or further medical intervention. Investigation included case review and user counseling on confirming glucose by fingerstick and following bodily symptoms when meter confirmation is unavailable. Investigation of this case revealed a suspected continuous glucose sensor inaccuracy leading to persistent low readings despite clinical recovery, with no device malfunction of the ilet pump reported. It was concluded, based on previously established findings for similar reports, that the cause was unclear, with hypoglycemia occurring and concurrent sensor inaccuracy contributing to ongoing low alerts. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.